Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarmed fill failure when trying to initiate and start the pump.

Manufacturer narrative:
Updated fields : b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions,) h11 corrected fields : b5. A getinge field service engineer (fse) evaluated the unit and states no repair was needed, internal alarm was for iab leak or disconnect. Verified calibration and leak tests and the machine passed all functional tests. The fse pumped unit on a test balloon with no issues. Safety disk was replaced due to being over 6 million cycles. Machine was cleared for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) is alarming iabp fill failure when trying to initiate and start the pump. There was no harm reported.